Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation unit alarmed constant critical pump error (open book image). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. During deconstructive analysis, during visual inspection no evidence of moisture damage was noted. Proceeded by downloaded unit using thump software for reference. The adapt tool was used to search for alarms that may have occurred around event date. The download confirmed pump error 63 was recorded on 04/02/2025 10:21:11.000, 04/03/2025 10:59:06.000 and on 04/06/2025 10:23:10.000 file 2017 line 147. Per software engineering log pump error 63 was cause by twi interface on main/motor processor. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, battery tube threads - cracked and cracked case (battery tube). In conclusion customer concern of critical pump error alarm (open book image) was confirm including physical damage. After deconstructive analysis, it was determined that critical pump error alarm (open book image) was caused by pump error 63. Isolate to electronic assembly. Customer's concern of physical damage was also confirmed during visual inspection when cracked case (battery tube), cracked battery tube threads and scratched case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the backside of the battery compartment. The customer reported no adverse event. Troubleshooting was performed and advised the customer to return the pump. The event involved product(s) mmt-1886. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1886 was requested and customer returned the device.